Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). It was reported that a dermatome blade had particulate inside the packaging that was found to be larger than acceptable. The sample size per department sampling plan form dictates that the sampling size for qa inspection for this product must be at least 19. No non-conformances were found during the qa inspection process for this lot of (B)(4) units. The returned box of dermatome blades, lot number 63284874, contained one or more units that had particulate in the packaging. The reported loose particle was found to be a piece of paper trimming that fell off the protective sleeve that is placed around the blade. Zimmer biomet inspection procedure ¿packaging materials inspection¿ as it pertains to sterile non-implantable devices and packaging materials defines that if the particulate is loose then a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. The ¿final qa inspection¿ and ¿particulate inspection¿ is a visual comparison inspection of the size of the particle against a ¿dirt estimation chart¿ using the tappi (t213 and t437) test methods. These inspection steps define the following parameters for particulate inspection: visually examine the package without opening; inspect at a distance of 12 to 18 inches; inspect each pouch for up to 10 seconds. Based on a visual comparison shown in the attached tappi chart picture, the particulate identified does not meet the acceptance criteria and is therefore nonconforming. All packing materials and products with heat seals applied during sterile barrier packaging are inspected for particulate before being accepted to stock. Detail sterile components molded and assembled at zimmer biomet surgical, and top level sterile devices are produced and/or packaged in a level ii, limited access room. This room is a controlled and regulated clean environment. The environmental requirements, monitoring frequencies and corrective action process for all the limited access rooms are done in accordance with limited access room environmental monitoring and regulations. The materials and methods for sanitizing the clean rooms are performed per the , housekeeping sanitizing procedure for clean rooms and controlled environments. All employees working or visiting these clean rooms follow established requirements for the dress and personal health habits per environmentally controlled and clean room gowning procedure used at zimmer (B)(4). This complaint is considered a complaint out of the box (coob). The root cause of this event cannot be specifically determined with the provided information.

Event description:
It was reported that foreign substance was found larger than 0.60mm2. Hair like was found in the sterile package. No adverse events have been reported as a result of the malfunction.